Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. (B)(4).

Event description:
It was reported that during an embolization treatment, the coil would not fully advance from the microcatheter. Upon withdrawal of the coil, it prematurely detached from the delivery pusher within the microcatheter. A bentson wire was used to try to push the coil out (advance) from the microcatheter unsuccessfully. The catheter was removed and in doing so the coil partially deployed with in the vessel bifurcation. The other portion of the coil was pulled with the sheath. The coil was pulled and stretched until it was completely removed. The entire coil was removed in one piece by stretching. No harm or injury was reported due to this incident.